Manufacturer narrative:
U.s. Reporting agent notified on:(B)(4)2014. Manufacturing site evaluation: evaluation on going. At manufacturing site.

Event description:
Country of complaint: (B)(6). Knot pull strength being questioned by user.